Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see data pertaining to the primary svn (B)(4) and event date 09-dec-2023 below. There were no boluses listed on the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). Please see below for the daily total of all insulin delivered on the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 45.55 dailytotalofbasalinsulindelivered = 45.55 dailytotalofbolusinsulindelivered = 0 there were on auto suspend (12) alarm noted in the pump history file on the primary svn (B)(4). There were no user suspended alarm noted on the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). (B)(6) 2023 09:46:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 202314:07:40.000 batteryremoved (B)(6) 2023 14:07:40.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 202314:10:39.000 batteryinserted earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 7:54:00 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. Please see data pertaining to svn (B)(4) and event date 20-dec-2023 below. There were no boluses listed on the event date 20-dec-2023 in the pump history file on svn (B)(4). Please see below for the daily total of all insulin delivered on the event date 20-dec-2023 in the pump history file on svn (B)(4). (B)(6) 202300:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm noted in the pump history file on svn (B)(4). There were no user suspended alarm noted on the event date 20-dec-2023 in the pump history file on svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-dec-2023 in the pump history file on svn (B)(4). (B)(6) 2023 03:51:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. (B)(6) 2023 04:01:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. (B)(6) 2023 04:05:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No delivery not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the blood glucose value was unknown. The customer was hospitalized because of low blood glucose. Troubleshooting was performed. It was found that the customer was using the pump within 48 hours of the reported event. The customer reported shortness of breath as a symptom. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see data pertaining to the primary svn (B)(4) and event date 09-dec-2023 below. There were no boluses listed on the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). Please see below for the daily total of all insulin delivered on the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 45.55 dailytotalofbasalinsulindelivered = 45.55 dailytotalofbolusinsulindelivered = 0 there were on auto suspend (12) alarm noted in the pump history file on the primary svn (B)(4). There were no user suspended alarm noted on the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-dec-2023 in the pump history file on the primary svn (B)(4). (B)(6) 2023 09:46:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 14:07:40.000 batteryremoved (B)(6) 2023 14:07:40.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 14:10:39.000 batteryinserted earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 7:54:00 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. Please see data pertaining to svn (B)(4) and event date (B)(6) 2023 below. There were no boluses listed on the event date (B)(6) 2023 in the pump history file on svn (B)(4). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file on svn (B)(4). (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm noted in the pump history file on svn (B)(4). There were no user suspended alarm noted on the event date (B)(6) 2023 in the pump history file on svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file on svn (B)(4). (B)(6) 2023 03:51:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. (B)(6) 2023 04:01:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. (B)(6) 2023 04:05:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No delivery not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.